Event description:
During retro drilling of the tibia, the tip of the 10mm flipcutter broke off in the proximal part of the tibia. The physician located the piece via fluoroscopy. The piece was embedded in the bone. The physician made a decision to leave the piece in place. This did not affect the patient's safety.